Event description:
The electrosurgical, cutting and coagulation and accessories was returned to the service center with a report of asset check faulty. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the auxiliary circuit board was found to have low power output. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a loose connector between the auxiliary printed circuit board and the display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.